Event description:
It was reported that the device battery longevity was less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194 implantable pacing lead, (B)(6) 2010; 6947 implantable tachy lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in the field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.